Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The 10-20% calcified lesion was located in the lad. The lesion was predilated with an unk size balloon. The physician then positioned a taxus liberte' 3.5x16mm drug eluting stent which deployed easily. The physician encountered a great deal of resistance when tyring to remove the balloon. He attempted to release the balloon by reinflating and deflating the balloon slowly wihtout success. The physician had to "tug" on the balloon to remove it from the vessel. The catheter, wire and guidecatheter were successfully removed as a unit. The physician placed a second taxus liberte' stent of an unk size in the mid rca and encountered the same withdrawal difficulties. A cypher stent was then placed in the om of the circumflex. No pt complications were reported. Pt status is satisfactory. Additional info has been requested.